Event description:
Additional information was received from the manufacturer representative (rep). It was reported that due to the high impedance issue, patient was not able to go up on his intensities past 1.4 and was not getting pain relief at all. Physician was notified of the impedance issues and patient not getting relief. The patient was still getting the oor message. Programming options were reviewed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient began seeing the ¿settings not available¿ message on the patient controller last week. They met with them today and they had 5 contacts that had high impedances and were labeled do not use. The caller mentioned that the patient had a fall months ago, but the timing did not correlate to when they began seeing the message. The rep was able to resolve the issue by reprogramming. The caller asked if imaging should be a next step. Technical services reviewed information. The event occurred in (B)(6) 2020. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient requested reprogramming as they were still seeing the same message as they had been previously. The rep met with the patient on (B)(6) 2020 and reprogrammed around the high electrodes but the patient said on (B)(6) 2020 that they were still seeing settings not available. The patient saw the message on group b at 1.6ma and group a and c were not providing relief, so it was unknown if they had seen settings not available on groups a and c. The rep provided the programming for group b as 2- 5+, 200 pw, 1000 rate. Impedance on 0-2 was 970 ohms, 0-5 was 1430 ohms and 205 was 830 ohms. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Patient has been seeing oor messages when patient is in sitting, laying down and standing up position. Leads are implanted in cervical location and is programmed with hd settings. Patient is using electrodes: 0, 2, 5, 6, and 7 and other side of lead 11, 12, 13, 14, and 8, 9, and 11 electrode impedance: reference 2 5: 760 ohms 6: 810 ohms 7: 40k ohms reference 3 all 40k ohms reference 4 all 40k ohms reference 5: 2: 760 ohms 6: 6900 ohms reference 7: all 40k ohms reference 6 2: 810 ohms 5: 6900 ohms 7: 40k ohms reference 7 2,5,6,7 40k ohms reference 11 8: 740 ohms 9: 680 ohms 12: 650 ohms 13: 660 ohms 14: 650 ohms reference 8 9: 650 ohms 11: 740 ohms 12: 740 ohms 13: 710 ohms 14: 680 ohms reference 9 8: 650 ohms 11: 680 ohms 12: 690 ohms 13: 670 ohms 14: 630 ohms reference 12 8: 740 ohms 9: 690 ohms 11: 650 ohms 13: 610 ohms 14: 620 ohms reference 13 8: 710 ohms 9: 670 ohms 11: 660 ohms 12: 610 ohms 14: 550 ohms reference 14 8: 680 ohms 9: 630 ohms 11: 650 ohms 12: 620 ohms 13: 550 ohms reprogramming using electrodes: c1: 2, 5, 9, and 12. 4.6ma; caller reports patient using his patient programmer and increased up to 5.8ma, patient feels coverage for his pain needs and no oor seen on his patient programmer. A1: 12, 13, and 14. 1.4ma; caller reports patient using his patient programmer and increased up to 1.9ma, patient feels coverage for his pain needsand no oor seen on his patient programmer. B1: 2 and 5. 2.1ma; caller reports patient using his patient programmer and increased up to 2.5ma, patient feels coverage for his pain needs and no oor seen on his patient programmer. Caller reports patient feels coverage for all his needs and no oor message seen. Issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the initial reporter of the event was the patient. It was unknown whether any further actions were taken to resolve the high impedance issue other than reprogramming around those contacts. No further complications were reported or anticipated.